Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that the patient arrived for a stent exchange, while the wire was trying to advance the stent, it was noticed that there was some resistance. On the x-ray it was noticed that the stent had broken in multiple places.